Event description:
On november 18, 1999, a pt was undergoing a scleral buckling procedure to the eye. The ophthalmologist was operating at a medical center. It is alleged that during the operation using the mira cryo probe, a "jet of gas" from the handpiece (probe) casued the doctor's hand to move toward the pt's eye. This caused a vitreous hemorrhage which was treated immediately by vitrectomy.